Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was reported to have been triggered for short v-v interval on the right ventricular (rv) lead. Additionally, it was reported that a prior alert had triggered due to high pacing impedance and high threshold on the left ventricular (lv) lead. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.